Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during lumbar fusion surgery three (3) expedium navlock screwdrivers broke. Fragments were generated and easily removed. There is no surgical delay. There were no patient consequences. The procedure was successfully completed by pulling out tip of screwdriver. This report is for one (1) 5.5 nav driver - shaft t20. This is report 2 of 3 for (B)(4).